Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's father reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident was 171 mg/dl. Troubleshooting was initiated for the button error alarm. The father did not recall any significant events leading to the button error. However, there was mention of moisture exposure to the pump but the father declined troubleshooting for that issue. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump had corroded keypad traces. No button error alarm noted. All buttons functioned properly. However, the insulin pump had corroded keypad traces. The insulin pump had cracked battery tube threads, cracked reservoir tube lip, minor scratches on lcd window, cracked case on the display window corners and cracked belt clip slot.